Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding a broken wire was confirmed by failure analysis. Intuitive surgical inc., (isi) followed-up with the representative and determined that this event is not reportable in reporter's country. This event is exempted from reporting in hong kong according to the below exemption rule: adverse events described in an advisory notice previously sent to users, and where no serious injuries or deaths have occurred.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm prograsp forceps instrument; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument was observed to be malfunctional. Upon inspection, it was found to have a broken cable. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the representative and determined that this event is not reportable in reporter's country. This event is exempted from reporting in hong kong according to the below exemption rule: adverse events described in an advisory notice previously sent to users, and where no serious injuries or deaths have occurred.